Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: when the device could not be fired well, did the device deliver any staples? No. When the device could not be fired well, did the device cut? If yes, was the cut line complete? Yes, it was completed. When the stapler stuck, was there any difficulty opening the device jaws? No.

Event description:
It was reported that during a lobectomy procedure, the stapler stuck on the device and cannot be fired well. A new like device was used to complete the procedure. There were no adverse consequences for the patient reported.